Manufacturer narrative:
Additional information: printed procedural images were received for evaluation. The grainy images show an x-ray of a stent-like object in the pelvis. The object is circled in one of the images, indicating that the dislodged stent is being identified. There were no images provided that showed inflation difficulties, balloon burst or the mechanism of stent dislodgement. Annex d code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was prepped per IFU with no issues noted. The device was not moved or repositioned in the lesion while inflated. It was stated that after the CT and physician's consultation it was decided to leave the dislodged stent in the pelvis minor. The same inflation device was used successfully with other devices. Device evaluation: the stent was not present on the balloon. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The delivery system returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal end of the balloon working length. Upon visual inspection of the device, there was a short longitudinal tear on the distal end of the balloon working length. There was no lead in scratches were evident proximal or distal to the tear site. No other damage was evident to the remainder of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, non calcified lesion located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties occurred and the balloon burst during the first balloon inflation at 8atm. It was also reported that difficulties in removing the stent occurred. The stent was partially expanded in the proximal rca and a further inflation of 8atm was completely ineffective. It was stated that while removing the under expanded stent from the rca, the stent dislodged in the aorta and shifted with the blood to a vessel in the minor pelvis. This was confirmed during a CT performed. It was stated that all other elements of the delivery system were removed from the patients body. The patient is alive with no injuries or complications.